Event description:
Interventional radiology doctor attempted to place intravenous cannula filter. Filter device did not work as it was supposed to, deployed incorrectly. Patient requires a vascular consult and transfer to higher level of care.